Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reported she has experienced hyperglycemia when inserting infusion sets manually without the use of an insertion device. The cannulas have bent during insertion, resulting in a leak of insulin under the self-adhesive. No adverse event was reported. The alleged product is not available to return for evaluation.